Manufacturer narrative:
Additional narrative: (B)(6). A service history review revealed that the device was serviced one time in the last year for the same issue of hose damage. The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause could not be determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that there was an issue with the motor torque strength on the motor device. It was noted that the pin and protective cap were lost and the hose was broken. It was also noted that the front pins were missing, the outer tube was damaged, and the connector cover was missing. It was noted that the assessments for loctite and cable, safety assessment, air pump assessment failed. It was noted in the service order that the device had missing nose pins. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.